Event description:
It was reported that the procedure was to treat a heavily calcified proximal left anterior descending artery. An unspecified stent was implanted and the 3.0x15mm nc trek balloon dilatation catheter (bdc) was advanced for post-dilatation and resistance with anatomy was met. The bdc was inflated; however, the bdc ruptured at 16 atmospheres during the 5th inflation. The physician believes the rupture occurred due to the calcification of the lesion and the stent strut of the previously implanted stent. A non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.